Event description:
A report was received that the directional tip of the catheter had bent during a suction procedure. The patient had the left bronchi removed and sutured at the point 2.5 cm from the bifurcation of the trachea. The medical staff attempted to disconnect the endotracheal tube from the trach care device without success. The hospital x-rayed the pt and confirmed that the trach care catheter was bent at the entrance of the left bronchi, the endotracheal tube was removed from the pt together with the trach care device. The current status of the pt is steady and the event did not adversely affect the pt's health or add length to the hospital stay.